Event description:
Customer reporter feeling sick at 4:45 pm. Device = 179 mg/dl. Customer took insulin. At 630 pm, customer passed out. Paramedics device = < 20 mg/dl. Customer was given an IV. No controls used. A request was made for return product and replacement product was sent.